Event description:
Caller reported that no drops of insulin were visible at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Customer used room temperature insulin and did not refill or reuse the cartridge, filling less than 30 units of insulin in the tubing. Technical support advised the caller to continue filling the tubing until a total of 30 units was reached. Despite following instructions, caller experienced issues with the mobi pump button and could not power the pump back on. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.